Manufacturer narrative:
Unit was received with critical pump error and multiple pump error alarms (variable 15) confirmed in history file due to corroded electronic assemblies. Unit was received with corroded motor home switch. Unit was received with minor scratches on case, cracked case corner of the belt clip rails near the battery compartment, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a critical pump error alarm. They saw a red x on the screen. The insulin pump had not been dropped. The customer¿s blood glucose level was 148 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.